Event description:
According to the reporter, during a post surgical of laparoscopic rectosigmoidectomy, blood loss was observed which lead to extend h ospitalization.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.